Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that the lead was returned with the stylet still inserted in lead. Stylet could be removed from lead, and kink was observed in various location on the stylet body. Because returned stylet was damaged, stylet insertion test was performed using a stylet sample in the lab, the stylet passed through the coil lumen without obstruction. No anomalies were observed on the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylet could not be advanced in the right ventricular (rv) lead. This lead was explanted and replaced. No patient complications have been reported as a result of this event.